Event description:
It was reported that during a procedure, the laser was blowing the fibers. The procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during a procedure, the laser was blowing the fibers. The case was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.